Event description:
Consumer preference test survey report indicated that a gc meditrace AED electrode pad, designed to substitute for laerdal brand, failed to adhere satisfactorily to the pt during an actual resuscitation attempt to defibrillate a pt following an unwitnessed cardiac arrest. The side of the pad that the connector was on kept coming off & the check electrode prompt came on. When this happened they switched to another MFR's electrodes and were able to defibrillate the pt. The pt's rhythm at the time of the event was v-fib. He was defibrillated once and shocked into asystole. He was intubated, an IV line was started and was administered a round of epi and atropine. The pt expired and was initially pronounced at the scene.